Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate high readings. This complaint is classified according to the information obtained during the initial call and the answers to the follow-up questions obtained on november 5, 2008. On the day prior to contacting lfs, at 5:47pm, the patient obtained a blood glucose reading of "12.2 mmol/l" on the subject meter before a meal, which the patient felt was elevated compared to her normal readings of "6-7 mmol/l." Per the elevated lfs meter reading, the patient increased his novolin ge insulin from her usual 6 units to 8 units and ate her usual meal. Two hours later, the patient reportedly had low sugar symptoms described as "dizzy and shaky." At 7:47pm, the patient reportedly confirmed her blood glucose reading was relatively low with a blood glucose reading of "4.7 mmol/l" obtained on the subject meter. The patient indicated that the lfs meter reading correlated with her symptoms at the time of concern. The patient administered self-treatment with a glucosino bar and drank some orange juice. Reportedly, the patient did not test on any other device. The patient indicated that she does not know how the symptoms could have been prevented on the day of concern. Furthermore, she does know why her reading was that high, as she did not eat anything or did anything to cause it to go so high. She also does not know why it went so low so quickly. Her diabetes regimen has been unchanged for 1 1/2 years. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, the meter was coded correctly, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed that she had symptoms that can be suggestive of severe hypoglycemia after she increased her insulin per an elevated lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.